Manufacturer narrative:
The pump was returned to animas for eval. Eval demonstrated that the pump was operating within required specifications and delivery accuracy.

Event description:
It was reported that the pt experienced hypoglycemia requiring the administration of glucagon.